Event description:
It was reported that during a balloon angioplasty procedure, a balloon rupture occurred. The target lesion being treated was located in a fistula in the subclavian vein. A 9.0mm x 40mmx75cm mustang balloon catheter was advanced to the target vessel. Upon fourth inflation, the balloon ruptured at 24 atmospheres circumferentially. The balloon stayed on the shaft as it was pulled out through a 6f non-bsc sheath. The device was then replaced with a non-bsc balloon and the procedure was completed. No patient complications were reported and the patient's status was listed as "fine".

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4). Device returned to manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).